Manufacturer narrative:
The insulin pump alarmed rf pic failed self test during self test due to faulty connector and or remote frequency board. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test were note confirmed due to the error alarm. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It is reported that a customer received an alarm on their insulin pump as well as a threshold suspend. The patient's blood glucose level was at 311 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.